Event description:
It was reported that during an unknown procedure, the clips were delivered acrossed. This caused a little bleeding which was stopped with hemostasis performed with a new like device. No other patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.